Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. Functional tests were performed and passed relevant testing. The receiver log was download and reviewed finding no error related to the complaint. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.